Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: the device manufacture date was unknown. The investigation has been updated to reflect the correct information: investigation summary: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the device is shown in used condition. Biological matter can be observed over the anchor. The anchor is broken in two pieces. The overall complaint was confirmed as the observed condition of the intrafx advbr scw8x30 w/smshth would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; the malleting action of the screw and levering the inserter can contribute to anchor breakage; as per IFU the instructions for proper insertion are provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. UDI: (B)(4).

Event description:
It was reported by the healthcare professional in china that during a cruciate ligament reconstruction surgery on (B)(6) 2024 the intrafx advbr scw8x30 w/smshth device anchor was broken off, removed all the broken parts. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.